Event description:
It was reported that the right atrial (ra) lead has increasing high thresholds to no capture. The lead has high impedance and is suspect of a fracture. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-58 lead implanted: (B)(6) 1999. (B)(4).